Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A review of the reported lot indicated an expiration date (use by date) of 11/30/2022, which is 24 months from the date of manufacture (12/10/2020). However, it was reported the indeflator was used on 2/14/2023. The expiration date of the product is important for sterility, efficacy, and performance of the device. It should be noted the indeflator 20/30 instructions for use states: note the ¿use by¿ date specified on the package. It is undetermined if the deviation to the instructions for use caused/contributed to the reported leak. It is possible that the device was not fully connected resulting in the reported leak; however, as the device was not returned for analysis the investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. B5 describe event or problem: updatedd9 - device available for evaluation updated from ¿yes¿ to ¿no.¿

Event description:
Subsequent to the initially filed reports, it was reported that the account was not aware the device was expired when it was used. No additional information was provided.

Event description:
It was reported that during pulling negative pressure during preparation on a balloon, air bubbles were noted in the indeflator. There was no device use or patient involvement. There was no clinically significant delay in the procedure. A new indeflator was used to complete the procedure. Additional information found that the device was expired. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Device code 2017 clarifier: use after expirationna.